Event description:
According to the reporter, during a lobectomy procedure, they connected the reload to the adaptor, however the display screen did not show the indication of reload cycle test but suddenly showed ready for use status indicator. Then they closed the jaws, however the green buttons were not illuminated. Thus the surgeon could not fire the device at all. They opened and closed the jaws, however the status was same. They re-connected the cartridge to the adaptor, however the green buttons were not illuminated but the display screen showed indication for loading a cartridge. Replaced by a new handle and a new cartridge, the procedure was completed. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload were loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.